Manufacturer narrative:
(B)(4). Batch # m90h58. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve scissored clips; in addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Only year known, assumed 1st day of ((B)(6) 2015) that complaint was reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were falling out of the device jaws upon loading. When some clips were finally able to be fed into the jaws correctly, they would scissor on the cystic duct and/or artery. A total of two devices were used in the case in order to get enough clips to properly form and both devices had the same issue. The sales rep does not believe either of the devices was used on a cholangiogram catheter. There were no patient consequences reported.